Manufacturer narrative:
H3, h6: it was reported that right hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the known devices was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other complaint were identified. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. Device history record review confirmed that all released parts met specifications applicable at the time of production. Review of the product's instructions for use found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. The available medical documents were reviewed. The reported pain, elevated cobalt and chromium levels and noted intraoperative findings of metal stained tissue may be consistent with findings associated with metal debris; however, the root cause of the pain, elevated metal ions and metal stained tissue cannot be confirmed and it cannot be concluded that the reported reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
H3, h6: it was reported that right hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. As no device batch numbers were provided for investigation, a manufacturing record, complaint history and device labelling / instructions for use review could not be performed. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event. The available medical documents were reviewed. The reported pain, elevated cobalt and chromium levels and noted intraoperative findings of metal stained tissue may be consistent with findings associated with metal debris; however, the root cause of the pain, elevated metal ions and metal stained tissue cannot be confirmed and it cannot be concluded that the reported reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
(B)(4).

Event description:
Patient underwent medically-indicated revision of the r3-tha right hip implant. The patient revision surgery was performed on (B)(6) 2019, due to severe pain, elevated cobalt and chromium ions, and metallosis. Among the intra-operative findings and/or diagnoses there was a failed total hip arthroplasty secondary to metal on metal adverse wear and the metal stained tissue in plaintiff¿s hip joint as the result of premature failure of the device. Only the r3 metal liner, head and sleeve were explanted.